Event description:
The customer reported at the end of the boot up process the system displayed an encrypted test pattern. Thus the system was unable to complete the proper boot up process. There is no report of patient injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.